Manufacturer narrative:
The device was returned and evaluated. The device evaluation found an image problem due to malfunction of the imaging system. Additional evaluation findings include the following: flickering and white flaws. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided by the user facility.

Event description:
The customer reported to olympus that the camera head had a disconnection. The issue occurred during preparation for use for a therapeutic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a flickering image and temporary noise appeared due to a communication failure occurred caused by a faulty cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Ever attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.